Event description:
The patient reported hearing an alert tone. It was also reported that there were gradually decreased impedances on the rv (right ventricular) and lv (left ventricular) leads. It was also noted that atrial impedance had gone down a bit and atrial pace was not capturing. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation conductor was decreasing, that the impedance trend on the rv (right ventricular) defibrillation conductor was decreasing, that the impedance trend on the rv (right ventricular) pacing lead was decreasing, and that there was a lead impedance out of range alert.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm crt-d implanted: (B)(6) 2012; 5076-52 lead implanted: (B)(6) 2006. (B)(4).